Event description:
It was reported that the procedure was to treat an eccentric lesion with 90% stenosis, moderate calcification, mild tortuosity, below the bifurcation in the right coronary artery. The protective sheath of a 2.25x12 mm trek balloon dilatation catheter (bdc) was removed without noted resistance and the bdc was prepped per the instructions for use (IFU). The bdc was advanced toward the target lesion without noted resistance and was used for pre-dilatation; however, a proximal shaft separation occurred about 20cm distal from the hub before the second inflation was applied. The separated portion of the bdc was simply withdrawn from the patient anatomy and a 2.5x15 mm non-abbott bdc was used to continue dilating the lesion. Additional dilatation was performed using a new 2.5x13 mm non-abbott bdc and the procedure was completed after stenting. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. Based on visual of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) concomitant products: guide wire: sion, sion blue; guide cath: terumo 6f al01. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.